Event description:
This complaint became reportable based on the device investigation completed on 05/29/2009. It was reported that the amplatz super stiff guide wire "became completely un-wound from the core at the tip". The procedure was completed with another of the same device. No patient complications were reported and the patient's status was noted as "fine". The investigation revealed a core wire fracture.

Manufacturer narrative:
The returned device was examined and it was revealed that the guide wire was fractured 2.5cm from the distal tip. The fracture site exhibited evidence of compression and tension indicative of bending. The fracture surface exhibited elongated dimple ruptures in tear along with fatigue striations. Surface smear was also noted. No material anomalies were noted. It is likely that the fracture occurred as a result of fatigue in a bending overload direction. The manufacturing records were reviewed and no issues or discrepancies were found. The device met all specifications. The most probable root cause is operational context as device performance was limited, due to anatomical and/or procedural factors.